Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-610b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 200,772 joules and 26 minutes of use, a ¿broken fiber - turns in his wheel¿ was observed. The fiber was exchanged. At 81,769 joules and 8:43 minutes of use, the second fiber ¿stopped operation of the fiber". The fiber was exchanged. At 93,571 joules and 2:49 minutes of use, the third fiber also ¿stopped operation of the fiber". The fiber was exchanged. The procedure was completed utilizing a fourth fiber. The first fiber tip (cap) was cleaned during the procedure. There was no injury to patient reported. This report is for the first fiber used.